Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly difficult to press and slow to respond. The keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down keypad buttons responded intermittently to user inputs during testing, and there was evidence of adhesive/contamination found under all key contacts.